Manufacturer narrative:
Investigation: investigation summary: bd had received samples & photos from the customer facility for investigation. The samples & photos were evaluated and the customer's indicated failure mode for tube gate stub (molding issue) with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples & photos, the customer¿s indicated failure mode for tube gate stub (molding issue) with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing incident during molding. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes bottom is sharp. It causes pain when the phlebotomist inserts the vacutainer tube to vacutainer holder for blood collection. This occurred on 4 separate occasions. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for tube gate stub (molding issue) with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for tube gate stub (molding issue) with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing incident during molding. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes bottom is sharp. It causes pain when the phlebotomist inserts the vacutainer tube to vacutainer holder for blood collection. This occurred on 4 separate occasions. No serious injury or medical intervention was reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer sst ii advance plus blood collection tubes bottom is sharp. It causes pain when the phlebotomist inserts the vacutainer tube to vacutainer holder for blood collection. This occurred on 4 separate occasions. No serious injury or medical intervention was reported.